Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, after advancing the resolution clip device through the scope, a kink was noted in the oversheath and the clip assembly, which was dangling from the end of the delivery catheter, was found to be partially deployed. The device was withdrawn from the patient with the clip attached, and then the procedure was completed using a second resolution clip device. No patient complications resulted from this event. The patient was reported to be fine following the procedure. This event has been deemed reportable based on the investigation results; oversheath torn.

Manufacturer narrative:
(B)(4) for the reported event of oversheath torn. A visual examination found that the device returned with the clip assembly detached from the bushing, but attached to the control wire. As a result, the prongs were not able to be opened; however, the clip assembly was able to be actuated and deployed with two distinctive clicks being heard. In addition, a kink was present in the control wire, but no kinks were present in the coil. Furthermore, analysis of the oversheath revealed that it was torn and accordioned at its distal end. The condition of the returned incident device was not consistent with the reported event based on the device return condition. However, the evaluation revealed that the oversheath was torn at its distal end. This damage likely occurred due to anatomical/procedural factors, limiting the device performance, as evidenced by the kink observed in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, after advancing the resolution clip device through the scope, a kink was noted in the oversheath and the clip assembly, which was dangling from the end of the delivery catheter, was found to be partially deployed. The device was withdrawn from the patient with the clip attached, and then the procedure was completed using a second resolution clip device. No patient complications resulted from this event. The patient was reported to be fine following the procedure. This event has been deemed reportable based on the investigation results; oversheath torn.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly detached from the bushing, but attached to the control wire. As a result, the prongs were not able to be opened; however, the clip assembly was able to be actuated and deployed with two distinctive clicks being heard. In addition, a kink was present in the control wire, but no kinks were present in the coil. Furthermore, analysis of the oversheath revealed that it was torn and accordioned at its distal end. The condition of the returned incident device was consistent with the reported event based on the device return condition. However, the evaluation revealed that the oversheath was torn at its distal end. This damage likely occurred due to anatomical/procedural factors, limiting the device performance, as evidenced by the kink observed in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.